Event description:
It was reported that during an unknown procedure, only part of the staples formed during the procedure. The rest of the staples were still in the reload after firing. Changed another one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the reload was received in good visual conditions and with the proximal 26 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. The cartridge reload was manually unlocked and tested for functionality with a test device cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.